Event description:
It was reported to philips that an error message saying low load fluoro was selected. No harm to the patient or user was reported. Philips has started an investigation of this complaint.